Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is scratched/marked-rejectable and bent/deformed as a result of being pressed down into well area of iol case base. No cartridge was returned. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint " lens sticks to cartridge" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), the lens was stuck to the cartridge. There was patient contact but no reported patient impact. A backup lens was used to complete the procedure. Additional information was requested.